Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted. X-ray inspection found the inner coil in the connector region was over torqued due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to be extended and retracted. The measured full helix extension length was within specification. The reported event of failure to extract the helix was confirmed. The cause of the reported event was isolated to the over torqued inner coil in the connector region.

Event description:
Prior to implant, the helix was unable to extend from the right ventricular lead. The lead was replaced to resolve the event and the patient was in stable condition.